Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed testing and functioned properly; no faults were found. The test strips also passed testing with no faults found.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter read inaccurately low compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The patient reported blood glucose results of '130 mg/dl' with the subject meter and '270 mg/dl' on another meter, performed greater than 30 minutes of each other. The patient manages his diabetes with metformin pills and lantus insulin. It is not known if the patient made changes to his usual dose of medications. On (B)(6) 2012, after the start of the alleged issue, the patient claims he felt symptoms of extreme thirst and frequent urination. Treatment was not specified at that time. On the afternoon of (B)(6) 2013, the patient reportedly visited his physician's office/ clinic. The patient obtained a blood glucose result of '190 mg/dl' with the physician/ clinic meter and was administered intravenous (IV) fluids as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.